Event description:
Boston scientific crm received information that this patient called our company inquiring about a colonscopy procedure she would be having and expressed concern about her device. She stated the last time she had her device checked she saw "a tunnel and then came out of it". Patient services (ps) discussed this appeared to sound like a situation where threshold testing was performed and it lasted a little too long. Ps explained the importance of using a magnet for this type of procedure to ensure pacing.

Manufacturer narrative:
The device remains in service.